Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'downstream occlusion fails' was not reproduced. The device was tested for downstream occlusion detection and passed. The downstream calibration values were within specification, however the downstream tubing guide was found out of specification. A review of the event history log revealed 'downstream occlusion! Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide out of specification. The downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.